Manufacturer narrative:
Further information and part have been requested. A supplemental emdr will be sent when the investigation is completed.

Event description:
It was reported that picco catheter caused problems during insertion: the guidewire spring got stuck in the patient's femoral artery. There was no patient harm. Manufacturer's ref. #: (B)(4).